Manufacturer narrative:
The gentletouch headrest pillow was not inflated enough and was used on the patient for surgical support despite the warnings mentioned in the instructions for use that say "do not use a pillow that has not fully expanded". Based on this information received from the investigation, the incident was deemed as a user error with failure to follow instructions.

Event description:
It was reported that a patient got injured due to the use of patient support pillow during the surgery.